Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Maquet cardiopulmonary is aware of a similar complaint # (B)(4) which was investigated with the following results: a quadrox-ID pediatric oxygenator was returned to the factory and an investigation was carried out in the decontamination / complaints laboratory. The product was primed with saline solution. A visual inspection was carried out and it was found that there was a crack spanning the whole glued joint of the connector. A tightness test was performed, and a leakage on the blood inlet connector caused by the crack was detected. No other abnormalities or damages were detected. Thus, the reported failure could be confirmed. The most probable cause of the failures found is excessive physical force during transport. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition, at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
According to the customer: a unit that was on a patient for 12 hours, was observed to have a crack in the inlet of the oxygenator. No harm to the patient was reported. The oxy was changed out with a new one. (B)(4).